Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the guide wire broke. The chronic total occlusion (cto) target lesion was located in the previously stent brachiocephalic artery. A non-bsc guide wire was advanced and exchanged for a choice pt wire. The choice pt wire was advanced from the subintimal space through the stent struts. A stingray re-entry device was advanced over the choice pt wire. As the choice pt wire was retracted into the stingray, resistance was encountered. The physician elected to advance a luge wire through the stingray. The luge wire was advanced about halfway up the stingray balloon when it encountered significant resistance and could not be advanced further. Fluoroscopic images revealed the choice pt wire had detached inside the stingray catheter. The wire fragment was removed with the removal of the stingray catheter. The luge wire was then advanced past the lesion. The lesion was dilated with a 2.0x 20mm apex balloon catheter. A 60mm non-bsc peripheral balloon was also used in the completion of the procedure. No patient complications were reported and the patient status is fine.